Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient was " (B)(6) years old and is still working and just let it (scs) die (so it wasn't working)." The consumer didn't know why the devices weren't working she just knew that they weren't working and didn't have any further information.